Manufacturer narrative:
This report is filed february 1, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient developed an infection at the implant site. Treatment with oral antibiotics was unsuccessful (date and duration not reported) and subsequently, the device was explanted on (B)(6) 2015. It is unknown whether there are plans to reimplant the patient as of the date of this report, february 1, 2016.